Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the allergy test results determined patient is allergic to the anchor and there is no allegation against the lead.

Manufacturer narrative:
An allergy test results determined patient is allergic to the anchor and there was no allegation against the lead. E1- initial reported phone number: (B)(6) . The date of event is estimated.

Event description:
It was reported that the patient experienced an allergic reaction at the anchor site. As a result, surgical intervention was undertaken wherein the lead and anchor were explanted. The patient was prescribed antibiotics. An allergy test results determined patient is allergic to the anchor and there was no allegation against the lead.